Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 9:35am with blood glucose of 1032mg/dl. Customer¿s current blood glucose is 174 mg/dl. Customer reported that she has respiratory issues and issues with site kinking and this led her going into diabetic ketoacidosis. The customer was treated high blood glucose with insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer reported cannula was bent. The insulin pump will not be returned for analysis.